Event description:
The ge oec 2800 uroview fluoroscopy system displayed some type of error code and service was notified. Possible communication failure error code.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the high voltage tank assembly and x-ray tube. Issues persisted and the kv controller pcb was also replaced to restore functionality. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.